Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility¿s biomedical engineer reported that the facility¿s granuflo ii mixer had a burning smell, started sparking and a flame was visible when the unit was powered on. The mixer was immediately powered down, which extinguished the flame. No patients or treatments were impacted, and there were no injuries that resulted from this event. The biomedical technician is waiting on replacement parts so that the unit can be repaired. No complaint parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up was provided by the biomed which revealed that the mixer motor was replaced to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Follow-up was provided by the biomed which revealed that the mixer motor was replaced to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported.